Manufacturer narrative:
Customer evaluated units. Service tech to replace add'l units on IV poles when parts received. IV pole.

Event description:
It was reported that the IV pole stage ii was dropping and causing IV bags to tear and rip from the pole. There was no reported pt involvement or adverse consequence reported.